Manufacturer narrative:
H6, patient codes added. H6, impact codes added. D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.

Event description:
It was reported that radiation to an unintended location occurred, requiring hospitalization. A case for therasphere treatment in the left lobe was performed. The case went as planned. A few hours later, however, post-imaging had showed that there was radiation occurred to the stomach and only about 30% was delivered to the target location. The patient was admitted to the hospital beyond the standard of care. The patient was discharged the next day and was being closely monitored. It was further reported that approximately 2 hours post-administration (after the patient had been discharged), nuclear medicine physicians evaluating the spect/CT results notified the prescribing physician of abnormal uptake into the stomach wall and to a lesser extent the upper left quadrant (not organ-specific). Retrospective review (with enhancement) of dsa showed a possible small accessory right gastric artery branch that potentially provided a path for extrahepatic distribution of the y-90 microspheres, though it is diminutive in size relative to the left hepatic artery and its branches (and was not expected to contribute to extraheptic uptake). However, this was not observable on the initial dsa (without enhancement). Initial estimates of the extrahepatic uptake were approximately 70 percent of the administered dose. The patient noted fatigue, decreased appetite, and some left upper quadrant pain. The patient returned to the emergency department (ed) for examination. In the ed, the prescribing physician discussed plans for monitoring, administering a proton-pump inhibitor and sucralfate (pepto) to ameliorate any developing gastritis, recommended avoiding non-steroidal anti-inflammatory drugs (nsaid), and instructed to return to the ed if any food intolerance (because the patient hadn't eaten since before the procedure) or worsening abdominal pain. The prescribing physician made arrangements to repeat spect/CT imaging at day 3 post-administration to confirm distribution of the microspheres and help determine the percentages distributed intra-hepatically and extrahepatically

Event description:
It was reported that radiation to an unintended location occurred, requiring hospitalization. A case for therasphere treatment in the left lobe was performed. The case went as planned. A few hours later, however, post-imaging had showed that there was radiation occurred to the stomach and only about 30% was delivered to the target location. The patient was admitted to the hospital beyond the standard of care. The patient was discharged the next day and was being closely monitored.

Manufacturer narrative:
D3, manufacturer zip/postal: gu9 8ql. G1, MFR site zip/post code: gu9 8ql. Based on the nature of this product, we are unable to provide the complete unique identifier (UDI) and other product specific information.